Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the device could not acquire 12-lead ECG, with an error that cable is not connected. There was no reported patient involvement.